Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the tip of the catheter guidewire lumen was damaged while approaching the right pulmonary vein, making it impossible to advance or pull the wire. The guidewire was kinked. It was noted that the anatomy was complex and the tortuosity was severe. A new catheter was used, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of guidewire stuck. During product analysis, the device passed all test performed, showing no evidence of the reported failure. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis the allegation was not confirmed. There was no guidewire returned with the catheter. A new guidewire was successfully advanced through the catheter guidewire lumen. No unusual resistance was noticed. The device was subsequently deployed to basket and flower without difficulty. In flower deployment, the guidewire was still able to be moved around inside the guidewire lumen easily. The guidewire was removed and reinserted, and no abnormalities were observed. Risk review a risk review performed for the farawave nav device confirmed that the event of guidewire stuck is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave nav device is acceptable. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the tip of the catheter guidewire lumen was damaged while approaching the right pulmonary vein, making it impossible to advance or pull the wire. The guidewire was kinked. It was noted that the anatomy was complex and the tortuosity was severe. A new catheter was used, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.